Event description:
The company was informed that the pt was experiencing degradation in speech perception and sound quality. In addition, the pt was reportedly experiencing headaches and dizziness after colliding with a fellow baseball player approximately one year ago. Testing of the pt's device in (B) (6) 2008 showed that the device was functioning. The pt's device was explanted.